Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture. While attempting to reposition the rv lead, the helix exhibited failure to retract and failure to extend. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were failure to capture and helix mechanism issue. As received, a complete lead was returned in one piece for analysis. The reported event of helix mechanism issue was confirmed. The lead was returned with the helix retracted and clogged with blood/tissue. X-ray examination found the inner coil at the connector region to be over-torqued consistent with procedural damage. After cutting the lead, cleaning the distal portion of the lead, and applying torque directly to the inner coil, the helix could be extended and retracted. The measured full helix extension length was within specification. The cause of helix mechanism issue was isolated to blood/tissue in the helix region and over-torqued of the inner coil. The reported event of failure to capture was not confirmed. Electrical testing was normal. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities and passed all quality control tests prior to its distribution.